Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion needle hard to remove event on (B)(6) 2025. The patient reported bleeding at the site. Customer replaced infusion set and resumed insulin deliveries successfully no further information available.